Event description:
This is a spontaneous report by a nurse from the USA regarding peritonitis in a (B)(6) male peritoneal dialysis (pd) patient. During a call with baxter customer services, the reporting nurse stated that on an unreported date in 2010, a break in aseptic technique occurred, described as the patient did not wear a mask or gloves. On (B)(6)2010, the patient developed peritonitis and was hospitalized the same day. On an unreported date in (B)(6)2010, a peritoneal effluent culture was performed. The result of the culture was unknown. It was not reported whether the patient received remedial treatment for the event of peritonitis. The event of did not wear a mask or gloves was considered resolved on an unreported date in 2010 as the patient had been re-educated regarding aseptic technique "numerous times". It was unknown whether the event of peritonitis resolved or if pd therapy continued. Medical history included end stage renal disease (esrd), hypertension, and diabetes. Per the nurse, the event of peritonitis was not related to pd therapy and was caused by the patient's failure to wear a mask or gloves.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the device wouldn't open (locked jaws). There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4)as the date of onset of this peritonitis episode is unknown and patient discards supplies after each therapy, the sample was not requested.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lots for the mini-cap (gd876482, gd876474, gd874834) with no issues noted during the manufacturing process. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.